Event description:
It was reported that following implant, the patient presented with pocket hematoma. At revision, infection was noted. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.